Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit due to a blood glucose level of 350 mg/dl and diabetic ketoacidosis. Customer was treated with an insulin drip and fluids. The customer was released from the hospital on (B)(6) 2019 with no reported permanent damage. Reportedly, an occlusion had occurred. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the cartridge was changed to address the issue.